Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, oozing was noted at the access site. Suture was placed and site was redressed. Additionally, the patient had 11 beats of ventricular tachycardia. The patient survived the event.

Manufacturer narrative:
The investigation for the access site bleed and tachycardia has been completed. The impella was not returned for evaluation. Clinical details were sufficient to determine the root cause. The root cause of access site bleeding is determined to be use issue because the bleeding was resolved by adding the sutures and redressing the site. The root cause of the tachycardia could not be determined without additional.